Manufacturer narrative:
There was no patient involvement reported. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed a level alarm error during a procedure. There was no patient injury reported. The biomed tested the unit under the guidance of a sorin service representative and the reported fault could not be reproduced. The service representative made a recommendation to the customer to replace the float assembly on patient side as a precaution. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR could not identify any deviations and nonconformities relevant to the reported failure. No trend has been identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends related to this issue. Phone support provided to customer.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed a level alarm error during a procedure. There was no patient injury reported.